Event description:
It was reported that the customer experienced difficulty plugging the usb cable into the usb port and subsequently, the usb cable broke. Reportedly, there was a piece of the usb cable inside the usb port and the customer was unable to remove it. As a result, the pump could not be charged. Customer¿s blood glucose level was 121 mg/dl. The customer continued to use the pump for insulin therapy and had manual injections available.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.